Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination but failed functional testing due to the adapter not capable of providing the required dc output voltage due to an open input fuse and damaged rt1. A possible root cause of the inability of the controller ac adapter to provide power may be attributed to an open input fuse and damaged rt1 possibly damaged by over current. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. The redundant power source will continue to supply power to the pump. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that a patient's ac adapter was not providing power to the controller. Patient noted this when he was exchanging power source at night. The site reported that there was no exposed on the ac adapter and no reported controller alarms or pump stop events. The green light was not illuminated when connected as expected after the audible click was heard. The ac adapter was exchanged with no reported patient consequence.